Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a year ago from date manufacturer was made aware.

Event description:
It was reported that patient implantable pulse generator (ipg) will cause discomfort. It was noted that patient experienced undesired sensation. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return.